Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise during stored atrial tachy response (atr) episodes. Technical services (ts) reviewed the stored episodes and discussed the noise appeared consistent with oversensing related to the respiratory rate trend (rrt) feature. Additionally, review of device data noted intermittent increases in ra pacing impedance measurements with a single measurement greater than 2000 ohms. Ra pacing impedance measurements were noted to be primarily in the 450-520 ohms range. Ts discussed the option of programming the rrt feature off. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).